Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-feb-2026, it was reported by a sales representative via (B)(4) that an ar-12990n scorpion needle broke during closure from harvesting a quad tendon. There was probably an additional 30 minutes of anesthesia considering we had to bring in fluoroscopy to confirm the needle was not left inside the patient. As well as physically attempting to find the tip within the incision. This was discovered during the case with no patient harm.